Event description:
Following an atrial fibrillation ablation procedure, a chest ultrasound revealed a pericardial effusion in the left atrium. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any devices. The perforation may be due to difficult catheter movement following a difficult transseptal puncture.